Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
The pacemaker involved in this MDR was implanted on (B)(6) 2006. Upon scheduled f/u on (B)(6)2010, the printed residual longevity was 135 months, which seems incorrect because of the implantation duration (longer than 4 years already).